Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 2001 in a pt. The pt was known to have moderate to severe aortic occlusive disease. The physician reported that the pt has extremely small and heavily calcified bilateral iliac arteries. The physician placed 10 french sheaths bilaterally and a j-type glide wire was inserted up both iliac arteries. Th physician had great difficulty due to the heavy calcification, but eventually he was able to manipulate both wires into the suprarenal aotra. The 10 french sheath was exchanged for a 16 french sheath, which was inserted up the right iliac artery into the external iliac artery and into the aortic bifurcation with great difficulty. Then, a 22 french sheath was passed into the common femoral artery over an extra stiff guide wire. The physician stated he met a tremendous amount of resistance during attempts at passing the 22 french sheath. The common femoral artery tore at the groin level. There was no active bleeding because the sheath worked as a temponade. The physician reported there was only one small area directly opposite the internal iliac, which he felt was suitable for a graft. A 8mm dacron graft was anastomosed from the side of the external and common iliac arteries to perform as a conduit. Once he anastomosis was completed, a glide wire was passed up through the conduit advanced into the suprarenal aorta. The 22 french sheath was passed into the internal aorta and the bifurcated stent graft was passed into the suprarenal aorta. The bifurcated stent graft sheath was fully pulled back after the runners had been initially "broken loose." The runners were then pulled back fully into the delivery system although approximately 1cm before they locked, there was some resistance. The physician stated that the 22 french sheath was clearly free of the stent graft, but he could not pull the delivery system out. During this manipulation, the stent graft pulled down into the aorta and the gap between the aortic neck and the top of the stent graft was approximately 5cm. The physician felt that a second stent would work better than trying to "build cuffs retrograde." Therefore, a second 26mm x 15mm diameter x 16.5cm length bifurcated stent graft was inserted intraluminally into the suprarenal aorta. Again, the physician attempted to deploy the graft with the black ring pulled back half way but there was no movement of the delivery system. The delivery system and the bifurcated stent graft were removed from the body of the prior graft and balloon angioplasty of the common iliac artery and aortic bifurcation was performed. The physician was able to advance the 22 french sheath into the hub and the stent graft was advanced over the lunderquist guide wire event through there was approximately 1cm from the bullet to the sheath where it had been pulled back, partially uncovering the stent. Nonetheless, this did pass into the suprarenal aorta without difficulty and the device deployed. The contralateral pant leg was oriented to the pt's left side on both occasions and were lined up as to allow dual cannulation. The contralateral pant legs were cannulated and a 15mm x 11.5cm iliac limb graft was inserted. The limb graft was placed in the high gate area. The device was deployed and there was approximately a 1cm purchase into the right common iliac artery. Therefore, the physician elected to proceed with placement of an extension graft. A 15mm x 5.5cm cuff was placed into the common iliac artery insuring that it was fully short of the right hypogastric artery. The device was deployed and a balloon angioplasty was performed. A completion angiogram confirmed no evidence of an endoleak. The physician prepared for completion of the procedure by performing an extensive endarerectomy of the common and superfical femoral arteries in order for the conduit to be anastomosed successfully. The pt had suitable doppler signals bilaterally and was prepared for closure. The physician reported that the pt tolerated the procedure well given the six-hour length of the procedure. There were no additional adverse clinical sequalae and the pt was reported to be in satisfactory condition.